Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported they had an issue connecting to the mystim app using the communicator. Caller said the bluetooth was no working on the communicator. Caller said they had called their manufacturer representative (rep) today and had done some troubleshooting steps, and was asked to call  patient and technical services (pats) to request for a communicator replacement. Caller said they cannot turn on the pt therapy because they cannot connect to the mystim app. During the call, agent had the caller reset the communicator, and close all app on the handset and connect to the mystim app, however the caller said connecting and then not found message. Caller confirmed no bluetooth light was blinking on the communicator while trying to connect. Agent had the caller reset the communicator again, and plug it from the wall to check if charged, and caller confirmed solid light showing because they had charged the communicator overnight. When caller tried to connect again, same not found message. Agent had the caller connect the recharger to patient ins, and on the recharger app it was showing recharging good quality and ins battery was at 70%. Caller said the therapy was showing off, and agent had the c aller turn on the therapy from the recharger app. Agent had the caller power off the phone waited 1 minute, and turn back on, had the caller turn on and off the airplane mode, and bluetooth off and on, when they connected same not found message. Agent had the caller switch communicator, and enter the serial number manually and place the communicator on top of the patient ins and connect, but same not found message. The issue was not resolved. A replacement communicator was sent out. No symptoms were reported. Caller patient's representative (pt rep) called stated they received the communicator and they are still not able to connect to the implant. Caller stated patient went to hcp ofc and was told to call mdt for another communicator replacement. Caller stated he is not with the patient. Agent recommend calling back with patient and all the external devices, recharger, communicator and handset to troubleshoot. Caller called back in and reported they were not able to get the equipment to pair to the implant. The handset was getting stuck on looking for a device. Caller reported this was the same issue as was happening previously. Agent walked them through resetting handset and communicator. However during the call caller was unable to advance past that screen and the device spun continuously. Agent sent a request to repair to replace the handset.